Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An operating room supervisor reported a patient with an overcorrection one day following lasik treatment. Additional information received; the patient is seeing well post operatively. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event; the laser was successfully verified prior to and after the day of treatment. During onsite visit the fse (field service engineer) performed complete service installation record and tests and found that the unit was working per specifications. The root cause could not be determined conclusively. (B)(4).